Event description:
A customer contacted beckman coulter inc. (Bci), regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system. Customer tested a pt sample for accutni and obtained a result of 4.406ng/ml. The sample was aliquoted and re-spun and then re-tested upon which, it gave a result of 0.325ng/ml. The erroneous result was not reported outside of the laboratory. There was no affected to pt or user with regards to this event.

Manufacturer narrative:
Samples are collected in 13x100 greiner serum tubes and centrifuged at 4500 rpm (2600 g) for 10 mins at room temperature. Qc data was not supplied. A field service engineer (fse) was on-site 1/10/2009: fse performed initial instrument troubleshooting. Fse found gel on the sample probe and removed. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report. (B)(4).